Event description:
Patient reported that their device is "acting up" and their blood glucose is elevated. No error messages were generated by the device. Patient self-treated high blood glucose, and they switched to their back-up device.